Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's fingerprint scanner unexpectedly stopped responding, preventing user access to the station. The customer reported that there was a 30 minute delay in the start of surgery. The nature of the procedure was not disclosed. There was no harm to patient reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device log files and determined that configuration changes were required. The technical support specialist remotely disabled netbios and ipv6 on the device's network adapter. Device tested and confirmed operational.

Event description:
Customer reported that a user was unable to log into the pyxis anesthesia es station. After typing in the user ID, the biometric scanner is triggered then resets to the login screen preventing user access. The customer reported that there was a 30 minute delay in the start of surgery. The nature of the procedure was not disclosed. There was no harm to patient reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: a1, b5, d1, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-aug-2020 to 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network adaptors were not correctly configured. A technical support specialist disabled netbios and ipv6 and confirmed no error logs on med application debug log to resolve the issue. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
Customer reported that a user was unable to log into the bd pyxis anesthesia es station. After typing in the user ID the biometric scanner is triggered then resets to login before user can scan their fingerprint. The customer reported that there was a 30 minute delay in the start of surgery. The nature of the procedure is unknown. No patient or user harm was reported.